Event description:
On 2/2002 kmi was informed of an explant of a maxwell-bran cheau arthroresis mba device because the pt 'kept developing a tarsi sinus'. No other info either about the pt or the mba explanted was provided.